Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-01394. It was reported that the patient's ipg had become inoperable. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which ipg had become inoperable, so both are being reported.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as there is no alleged stated deficiency or malfunction of the device.